Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a pusher wire and a coil were returned for analysis. A visual inspection was performed. The main coil was severely stretched and kinked and the pusher wire was kinked. There were only 18 fibre bundles connected to the coil. A microscopic inspection was performed. The coil zap tip was inspected and no damage was noted. The interlocking arm of the main coil was inspected and no damage was noted. The interlocking arm of the pusher wire was inspected and no damage was noted. The number of fiber bundles was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that coil advancement difficulties and detachment occurred. A 22mm x 60cm interlock¿ was selected and advanced to treat the aneurysm located in the internal iliac artery. During procedure, the physician attempted to deploy the coil inside the renegade stc catheter. However, resistance was encountered upon advancing the coil. As a result, the coil detached inside the catheter. The coil and the catheter was withdrawn from the patient as a unit. Procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the number of fiber bundles was below the assigned specification.